Event description:
It was reported that the graftmaster (gm) stent was used to treat a perforation that occurred in the right coronary artery (rca) with the use of a non-abbott device; the 3.5 x 19 mm gm was implanted at 16 atmosphere (atm) but the perforation was not sealed. It was noted that the ease of handling was "poor"; however, the gm did not cause additional complications or an adverse event. A second 3.0 x 16 mm gm was implanted, but the perforation was noted as not sealed and the ease of handling was noted as "was the least deliverable product used in the case", however, it did not cause additional complications or adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The stent remains in the anatomy; it is indicated that the stent delivery system (sds) is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The jostent graftmaster referenced is being filed under separate manufacturing report number.